Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the l1 lead was explanted and replaced. Post operatively effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patent was experiencing ineffective therapy due to lead migration. L1 lead had migrated and confirmed via x-rays. As a result to address the issue patient is awaiting surgical intervention. At a later date.